Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that a flipped pump was suspected. An x-ray was performed to confirm the flip. No actions were taken to resolve the flipped pump and the hcp was able to properly fill the pump. The cause and event date were unknown. No symptoms were reported.